Event description:
It was reported that rising capture threshold and high pacing lead impedance was observed. Fracture was suspected. Lead was capped and replaced during device changeout due to normal eri. The patients condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.